Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load sequence. The contact could not recall whether the prompts on the pump were followed during the load sequence. Blood glucose level was 400 mg/dl. Tandem technical support advised the customer to follow the prompts when performing the load sequence. Reportedly, the contact assisted the customer in performing the load sequence.